Event description:
During a procedure anesthesia called biomed to report a noisy ventilator in an anesthesia machine but felt it was safe to continue to use the device. A service representative was on-site and determined that the problem was due to the ventilator assembly and that some hardware had come loose even though loc-tite had been used during assembly. The ventilator assembly was replaced with a new assembly. This is the second failure following the installation of new ventilator assemblies in all machines in early october 2005.